Event description:
Brush heads hang on gums [gingival disorder] brushes became looser fairly quickly and would occasionally (hang) on gums [injury associated with device] brush heads broke / the brush comes off the holder / brushes have broken off / brushes became looser fairly quickly, suddenly became detached during brushing [device breakage] product counterfeit [product counterfeit] case description: report source: spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6)-2017 that she bought a set of 4 oral-b power oral care refills precision clean, and 2 out of 3 of these had already broken after a short period of use. The consumer elaborated that the brush came off the holder. She noted that this had never happened to her before, and she'd used this version of brush head for years. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. Relevant history: none reported. No further information was provided. 08-nov-2017 received consumer's follow-up e-mail: the consumer reported that she did save the packaging and the last 2 brushes. She'd only started using the last one after she sent her first e-mail (on (B)(6)-2017), and so it was broken within a week or 3 days. She stated that at least 3 out of the 4 brushes had broken off within a short time. No further information was provided. 09-nov-2017 received consumer's follow-up e-mail: the consumer reported that the brushes became looser fairly quickly and would occasionally hang on her gums. She did not realize this in the beginning until it suddenly became detached during brushing. The case outcome was unknown. No further information was provided. 10-nov-2017 received consumer's follow-up e-mail: the consumer reported that nothing happened when she scratched the logo with a coin. No further information was provided.

Manufacturer narrative:
20-dec-2017 product investigation results: reporter returned an unspecified number of toothbrush heads on 14-dec-2017. Toothbrush heads confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads hang on gums [gingival disorder]. Brushes became looser fairly quickly and would occasionally (hang) on gums [injury associated with device]. Brush heads broke / the brush comes off the holder / brushes have broken off / brushes became loose fairly quickly, suddenly became detached during brushing [device breakage]. Case description: report source: spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that she bought a set of 4 oral-b power oral care refills precision clean, and 2 out of 3 of these had already broken after a short period of use. The consumer elaborated that the brush came off the holder. She noted that this had never happened to her before, and she'd used this version of brush head for years. No symptoms developed. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. Relevant history: none reported. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that she did save the packaging and the last 2 brushes. She'd only started using the last one after she sent her first e-mail (on (B)(6) 2017), and so it was broken within a week or 3 days. She stated that at least 3 out of the 4 brushes had broken off within a short time. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that the brushes became loose fairly quickly and would occasionally hang on her gums. She did not realize this in the beginning until it suddenly became detached during brushing. The case outcome was unknown. No further information was provided. (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that nothing happened when she scratched the logo with a coin. No further information was provided.